Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer's pump was sitting on a dresser a malfunction alarm occurred and the pump stopped all insulin deliver. The customer's blood glucose level(bg) was impacted 455 mg/dl. The customer delivered a manual injection to correct bg level. It was indicated that the customer would continue using the current pump until the replacement has arrived. The customer also has manual injections available.